Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was "clogged" and revised on (B)(6) 2010. The hcp did "clean up work on the spine and fixed issue with arachnoiditis" during that surgery. Since then patient experiences increased pain. As the date of this report, the patient had increased pain, especially near the catheter pathway. Patient was located at home and status undetermined. A follow-up report will be sent if additional information becomes available.